Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed an infection of the penile implant. A surgical procedure was performed in which the pump was removed and submitted for gross pathological examination. No additional device performance findings were reported. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. Visual inspection did not identify any damage or abnormalities. Leakage testing was successfully completed without evidence of fluid loss. Functional testing demonstrated that the pump did not activate as intended, as it did not pass activation tests. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. The device instructions for use (IFU) was reviewed. The patient symptom of infection was found to be listed in the IFU. Based on the information available, a conclusion code of known inherent risk was assigned to this investigation.